Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection, occlusion and hypotension occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm emerge¿ balloon catheter was selected. The device was used to trap an unspecified guide wire in an unspecified guide catheter. The balloon was inflated up into the guide catheter to trap the guide wire. When the physician pushed the device, it was noted that the non-calcified and moderately tortuous circumflex artery was dissected. The dissection created a 100% occlusion. During the procedure, the artery closed down and hypotension was noted. The patient coded. Resuscitation was able to be performed and the artery was opened using a non-bsc guide wire, a 2.0 x 20mm emerge balloon catheter and a promus premier stent. The patient remained on an intra-aortic pump and ventilator. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was stable.